Manufacturer narrative:
Concomitant products: d334trg, ICD, implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the device toned and interrogation showed high defibrillation impedances on configurations related to the right ventricular (rv) coil, superior vena cava (svc) coil and left ventricular (lv) tip coil. It was noted that the event was due to an issue on the rv shock coil and a rv coil fracture was suspected. The lv lead was tested separately with normal values. It was further reported that the lv lead exhibited high pacing impedance and unstable threshold. It was noted that the rv lead exhibited high rv and svc defibrillation impedances. The lv lead was inactivated and remained in the patient. Both leads were planned to be explanted and replaced, but the physician felt the risk was high. Both rv and lv lead were later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previously reported left ventricular (lv) lead problem was intermittent, as it would stabilize when the patient sat up but falter when the patient laid down. It was also noted that the lv lead was unipolar and dependent upon the shock coil of the right ventricular (rv) lead. As a result the impedances were also up for the lv lead. It was noted that the lv lead was not previously explanted and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.